Event description:
Healthcare professional reported a "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h.6.

Event description:
Healthcare professional reported a "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported "implant was found to be completely intact" and "no free floating silicone". This record is no longer reportable to FDA and will be unreported.